Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-10292. It was reported the pt ((B)(6)) has been experiencing intermittent stimulation and changes in the stimulation. X-ray imagery identified the lead had withdrawn from the ipg header by a few millimeters. Surgical intervention will be undertaken at a later date to resolve this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.